Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll. It is important to note that a zoll representative went to the customer site and noted that there were not "safe zones" marked out in the MRI room on the day of the reported event. The customer could not confirm the exact location of the vent or the distance from the MRI coil. Customer also indicated the device has been put back in service and passed all biomed testing following the incident.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), while being transferred to the MRI machine, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.